Event description:
It was reported that a patient presented remotely with over-sensing of noise noted on the patient's right atrial lead, resulting in inappropriate automatic mode switch. No intervention was reported and the lead will continue to be monitored.